Event description:
Customer reported that the insulin pump keeps freezing up when attempting to enter carbs. Customer also mentioned that the numbers were scrolling up when entering carbs for a bolus. Customer's blood glucose reading at the time of the call was 304 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.